Event description:
Customer reported receiving inaccurate erratic readings. In blood glucose tests, customer received readings of 178, 334 and 418 mg/dl within 10 minutes. The results vary by more than 20% and are considered a malfunction when compared to manufacturer's specifications.

Manufacturer narrative:
Control solution testing was performed and results were not within valid range. Returned meter performed in accordance with manufacturer's instructions for use. Customer's complaint of inaccurate readings was not duplicated during testing. Readings as described by the customer were not found in the meter internal log. Evaluation summary: returned product performed in accordance with manufacturer's instructions for use. Customer's complaint of inaccurate erratic readings was not duplicated during testing. Freestyle blood glucose readings as reported by customer were not found on meter internal log.